Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 1 month, 16 days post transfemoral transcatheter aortic valve in valve procedure with a 26mm sapien 3 ultra resilia valve in a pre-existing 26mm sapien 3 valve, the sapien 3 ultra resilia valve presented stenosis. The patient underwent a CT scan for evaluation of valve in valve in valve procedure, or surgical explant. The heart team has yet to discuss patient.